Manufacturer narrative:
H6 medical device problem code priming issue was replaced with connection issue.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during preparation for implantation of an impella cp an error message appeared indicating that the pump was not properly connected to the automated impella controller. The pump was unplugged and plugged back in to resolve the error. The procedure was successful and no patient harm was reported.